Manufacturer narrative:
The probe was examined by iridex and it was found that the bulb tip protruded beyond the specification. The specification is 0.016 inches +/- 0.002 inches, the protrusion was 0.044 inches.

Event description:
Iridex received a report of a patient injury involving a conjunctival laceration. The laceration occurred during treatment with the micropulse p3 device. A suture was applied to the lacerated conjunctival tissue.